Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received from the affiliate: this complaint is not a duplicate: the complaints (B)(4) were individual cases involving different patients. However, the nature of the complaints is the same. Therefore these complaints were entered separately. What were the indications that lead to the primary operation? Transverse colon ca. What procedure was being attempted? Extended right hemicolectomy. How many days postop did the patient pass? 7 days. Was an autopsy performed? No. Has the cause of the cause of death been determined? No. It was stated that: the complete b shape of the stapler was distorted. The stapler line seems opened up. Are there any pictures/images of the staples or staple line? No. Was there a follow-up procedure performed? If yes, what was the procedure? No.

Event description:
It was reported that following an unknown procedure, the surgeon reported that patient developed an anastomotic leak.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.